Event description:
It was reported that the procedure was not completed. The 85% stenosed, 70mm x 3.1 mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The ilab ultrasound imaging system was selected for intravascular ultrasound examination of the target lesion. No image was shown, and it was found that it might be due to a machine malfunction. The procedure was not completed.

Event description:
It was reported that the procedure was not completed. The 85% stenosed, 70mm x 3.1 mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The ilab ultrasound imaging system was selected for intravascular ultrasound examination of the target lesion. No image was shown, and it was found that it might be due to a machine malfunction. The procedure was not completed. It was further reported that only the imaging procedure was cancelled. The procedure was completed without imaging and a stent was implanted as planned. The patient was under local anesthesia.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, a video provided by the customer showed a poor image, confirming the reported allegation.

Event description:
It was reported that the procedure was not completed. The 85% stenosed, 70mm x 3.1 mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The ilab ultrasound imaging system was selected for intravascular ultrasound examination of the target lesion. No image was shown, and it was found that it might be due to a machine malfunction. The procedure was not completed. It was further reported that only the imaging procedure was cancelled. The procedure was completed without imaging and a stent was implanted as planned. The patient was under local anesthesia.